Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: standing in the case when the crossfire malfunctioned. There were lights flashing from inside the crossfire when the surgeon used the serfas wand. I could smell something burning from inside the crossfire. And there was a loud clicking kick back noise when the lights were flashing. Happened during the case. Patient was not harmed. Case was completed successfully. Sn (B)(6). RMA (B)(4) salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.